Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient occasionally experienced uncomfortable stimulation. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The patient reported that the spinal cord stimulator (scs) occasionally gave the patient uncomfortable paresthesia. I felt as if it irritated the nerves. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. Relevant medical history included: chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.